Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of display mode randomly switching from large to small and cavity mode is not illuminating were not confirmed. The unit passed all functional test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales rep reported on behalf of the customer, the high flow insufflation unit cavity mode button was not illuminating, and cavity mode would switch on without being activated. Air flow differed between the set value and the measure value. Display mode was randomly switching from large to small. There was an inability to see whether the cavity size was normal or small. The carbon dioxide flow would not go up to 8. There¿s a possibility the small cavity size was hit by accident, but the facility could not see if that was the issue. The event occurred in the middle of a therapeutic robotic hernia case, where the patient was under general anesthesia. There was no delay in the procedure, and it was completed using the subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.